Manufacturer narrative:
The reported events of noise, poor sensing, and poor capture thresholds was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited noise, poor sensing, and poor capture thresholds. The lead was removed and replaced. The patient was stable and discharged home the next day.